Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, pre-existing chordal rupture, prolapsed anterior leaflet, and flail. A mitraclip xtw (31017r3004) was inserted and deployed centrally on the mitral valve. However, after deployment, the clip showed signs of partial clip movement off the anterior leaflet. It was noted that prior to deployment, the clip was attached to both anterior and posterior leaflets, but once deployed, the clip changed position. It had flipped and rotated from the initial position but remained attached to both leaflets. To stabilize the partially moved clip, a mitraclip xt (30501r1046) was then deployed medial to the first implanted clip. After deployment, the clip remained attached to clip delivery system (cds). Troubleshooting was performed to free the clip but was not successful. An attempt to remove the anterior gripper line was made, but the posterior clip arm remained stuck in the clip. Pulling on the gripper line did not free the clip. A small unintentional pull on the stabilizer occurred, which caused the gripper line to enter the cds and freed the clip from cds. To salvage access to the gripper line, the tube of the gripper line was broken. However, this did not resolve the issue. The cds was removed from the steerable guide catheter (sgc), leaving the gripper line extending out of the sgc. To remove the gripper line, a guidewire extension was inserted to attach to the gripper line but was not successful. A goose neck snare was then used to remove the gripper line. To further reduce the mr, another mitraclip xtw was implanted without issues. The procedure was completed with three clips implanted, reducing the mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty deploying the clip and difficulty removing the gripper line (resistance). The reported unexpected medical intervention was a result of case-specific circumstance as a goose neck snare was then used to remove the gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that one (1) fluoroscopic still image was provided. The image was taken during active use of the third cds (no reported issue); the first and second implanted clips (both reported devices) can be seen below the third cds. The two deployed clips are positioned orthogonally to each other which aligns with the reported incident details that "once [the first clip] was deployed, the clip changed position. It had flipped and rotated from the initial position." However, anatomical structures and leaflet tissue cannot be visualized on fluoroscopy. Therefore, assessment of leaflet insertion / clip position on the leaflets cannot be performed. The reported migration (partial clip movement on the leaflets) for the first clip (xtw lot 31017r3004) cannot be confirmed. Both clips appear to have an arm angle of ~10° - 20° and are consistent with the fully closed position with the instructions for use. As the still image was taken during use of the third cds, after the second clip was implanted, the reported difficult / delayed activation and difficulty removing the gripper line for the second clip (xt lot 30501r1046) cannot be confirmed. There are no other observations based on the fluoro image provided.